Manufacturer narrative:
The event was life threatening and the damage to the body structure was moderate. The procedure was afib. A perforation near the left atrial appendage, and dr. (B)(6)performed a pericardiocentesis. The perforation did not resolve itself and the patient had to later be taken to surgery to surgically repair the perforation. The event required hospitalization for a few days to recovery. The outcome of the adverse event was expected full recovery and the prognosis for the patient was excellent. Per dr. (B)(6), the causality of adverse event was procedure related. The facility did not provide further information regarding the patient or the procedure. If the single use product is returned to bwi, an investigation will be performed and a 3500a supplemental report will be submitted to the FDA. The concomitant devices: stockert 70 rf generator, us catalog #: s7001, (B)(4); carto 3 system, us catalog #: m480001, (B)(4); coolflow irrigation pump, us catalog #: cfp002, (B)(4). (B)(4).

Manufacturer narrative:
(B)(4). The catheter was tested and passed electrical test, temperature bath test, generator test, patency and flow rate test, deflection test and for visual characteristics inspection. The root cause of the reported event could not be determined. However, it does not appear to be manufacturing related as the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint cannot be confirmed.

Event description:
It was reported that there was a pericardial effusion. At the end of the case, the physician noticed the patient's bp dropping and immediately confirmed the effusion with ultrasound. A pericardiocentesis was performed and plasma administered. No surgery was required to correct the injury. The patient's current status is stable. A carto 3 system, a stockert, and a cfp were used during the case, all without fault. The stockert is being borrowed, via the (B)(4), from another account ((B)(6)). There was also one bwi catheter used during the case, also without any faults.